Manufacturer narrative:
One neurotherm rf generator was received for received for analysis. The generator was connected to an external power source and the generator powered on and confirmed the event description of a blank screen display. The voltage of the cmos battery was tested with a fluke scopemeter and found to be depleted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a depleted upper assembly microprocessor cmos battery.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
While the patient was prepped for a radiofrequency lumbar procedure the generator would not startup and a blank screen displayed. The generator was rebooted but the issue was not resolved. The procedure was cancelled.